Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized and treated with unspecified antibiotics. At the time of this report, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the patient recovered from peritonitis prior to patient death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.